Event description:
Related manufacturing reference number: 2017865-2025-17210, related manufacturing reference number: 2017865-2025-17212, related manufacturing reference number: 2017865-2025-17214. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the atrial lp did not have adequate fixation and exhibited failure to sense and capture. The lp was repositioned and the lp continued to failed to capture, decreased impedance, and oversensed t waves. The lp was repositioned again and continued to exhibit unsatisfactory parameters. The helix was suspected to be damaged. A new lp was used. The lp was unable to be interrogated in the inferior vena cava. Troubleshooting was performed and equipment was replaced but lp was still unable to be interrogated. It was suspected to be due to electromagnetic interference. The lp was removed and replaced with a transvenous system. Post procedure, it was noted that the patient experienced a pericardial effusion in the atrium. Pericardiocentesis was performed to resolve the effusion. The patient was stable.

Manufacturer narrative:
The reported events of failure to sense, failure to capture, positioning failure, low impedance, over-sensing, and helix damage were not confirmed. Visual inspection of the device found no anomaly on the outer and inner helix, the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed, including output verification, sensitivity test, and impedance measurements found no anomaly contributing to sensing, capture, or impedance problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.